Manufacturer narrative:
(B)(6). (B)(4). Sometime in 2007 (exact date unknown). The product will not be returned; devices were discarded by the hospital. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was initially implanted with pangea at levels t12 to l2 sometime in 2007. On (B)(6) 2016, the patient had hardware removal surgery due to pain. There was no reported device malfunction; all of the removed hardware were intact. The removed construct included six (6) pangea screws, two (2) rods, one (1) crosslink, and six (6) pangea locking caps. The procedure was successfully completed with no delay and no patient harm. This report is 6 of 15 for (B)(4).